Event description:
During a cranial arteriography that was initiated via a right common femoral approach, the catheter guide wire perforated within the distal aorta. As the catheter was withdrawn through the groin, a small piece of the catheter tip sheared off and became lodged in the right superficial femoral artery. The left common femoral artery was cannulated with a 7-f sheath through which a guide wire and guiding catheter were advanced to the fragment. A 10-f goose neck snare was implemented through the guiding catheter to retrieve the fragment. During the procedure, hr 46 and bp 109/44 successfully treated with IV fluid bolus and atropine. Pt will be discharged to home on 3/13/96 status post-carotid endarterectomy.